Event description:
It was reported that during an lap gastric band procedure when the surgeon buckled the band the locking tab of the band tore off. The surgeon removed the band and the tab and inserted a new one to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Buckle tab torn the band/balloon with 60cm of catheter and one-way valve were returned for investigation. Per visual inspection, the buckle tab was observed to be torn. Black stains were also observed on the band and the balloon. A leak test was performed on the balloon with a successful result. No leakage was found. The complaint can be confirmed, the buckle tab was found to be torn. While it was not possible to draw definitive conclusion regarding the root cause of the reported event, it can be tentatively be concluded that an exert of forces during band closure using push or pull methods might be the cause of buckle tab damage.